Event description:
This is a femoral head and liner combination which are boxed separately. The concern is that the font indicating the sizing is small. The color of the description is the same and there is no visual cue as to the compatibility of the two products. It is potentially very easy to implant a femoral head that differs to the liner size into the pt which would necessitate a return to surgery. Although the process within the operating room can be developed to initiate a call out of the two different sizes, there is a possibility that this not a fail safe method. Recommend either: boxing together / color coding compatible sizes. Dates of use: current product used regularly. Diagnosis or reason for use: hip arthroplasty.